Event description:
The user facility reported a 20in. Century sterilizer was leaking water. The user facility reported a 20in. Century sterilizer was leaking water.

Manufacturer narrative:
A steris service technician inspected the unit and found the leak originating from the drain line, not the device; the sterilizer was found to be operating to specification and no repairs were made. The customer had increased the water pressure from 12psi to 38psi and the drain line in place was unable to keep up with the increased water pressure. The facility maintenance department is repairing the drain line. The sterilizer will remain out of service until the drain line is fixed.